Event description:
Follow up information was received that on an unknown date, the patient's internal retention plate appeared externally in the stoma site and was restrained by a small piece of skin in the stoma site. On (B)(6) 2023, the patient underwent an endoscopy, and a new pegj tube was placed. It was reported that on an unknown date, the patient was discharged from the hospital.

Manufacturer narrative:
Additional information added to b5, d6, and h6.

Event description:
Follow up information was received that the patient's fistula around the stoma site has subsided, and the patient's peg tube cannot be mobilized. It was reported that the patient was receiving antibiotic treatment for the fistula. It was reported that the stoma was cleaned with saline and octanisept, and there was no sign of infection.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty moving the peg tube. On an unknown date, the patient was evaluated by the physician, and it was confirmed that the patient's peg tube can't be moved, is stuck in the abdominal wall, and is buried. In addition, it was reported that the patient experienced a fistula around the stoma site. The fistula was cleaned, and stitches were applied. The patient received unknown oral antibiotic treatment for 2 days. After a query attempt, no further information was provided on the location of the fistula, if the patient experienced an infection, and the reason behind the antibiotic treatment.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.